Manufacturer narrative:
H10: the actual device was not available; however, a photograph and video of the sample were provided for evaluation. The visual inspection of the provided video showed the product during priming. A leak inside the header area was clearly visible. The visual inspection of the provided photo showed the product after priming with the product label visible. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with polyflux 140h, an external fluid leakage was observed. There was no patient involvement. No additional information is available.